Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The navigation system then passed a system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed. It was reported that the imprecision was found when checking accuracy by placing a probe on the nose and the navigation system displayed the probe was on the chin of the patient. It was reported that the imprecision was three inches off. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. While troubleshooting the reported issue, the issue could not be replicated and it was noted the exam used was not to protocol.